Event description:
It was reported that the pump was not delivering boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. The customer experienced intermittent blood glucose (bg) level of 400-over 500 mg/dl. Reportedly, the customer delivered a correction bolus to address their bg level.